Event description:
About 2 minutes after successful insertion client's face became flushed. She complained of feeling hot, dizzy and light-headed, sob with pain on inspiration and nauseated. Bp dropped. Talked client thru reaction and 4-5 minutes later she was back to normal.